Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient underwent surgery due to endocarditis. The surgeon attempted to repair the mitral valve with this annuloplasty ring, but ultimately the patient required a complete valve replacement. No malfunction of the annuloplasty band was reported. No additional adverse patient effects were reported.